Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a add on shoulder procedure. Allegedly, the patient tripped and fell onto the shoulder. The patient went to the ER and was diagnosed with a a periprosthetic dislocation, placed into a sling and discharged home. There was a dislocation of humeral component. The patient underwent a revision surgery to repair the dislocation with a new device.